Event description:
It was reported that a patient is experiencing a need to urinate every 5 to 10 minutes. They tried increasing stimulation and switching programs but felt a painful sensation radiating down the leg and foot. The patient also reported having 2 urinary tract infection (uti) occurrences, hematuria, and a diagnosis of interstitial cystitis. The uti was treated with antibiotics and fluconazole. The hematuria was treated with diflucan and cipro. The patient has expressed interest in reprogramming the device, which was done later by a field representative. The physician reported the diagnosis of interstitial cystitis may be involved in the current symptoms.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use. The cause of the symptoms the patient was experiencing could not be established therefore, an investigation conclusion code of cause not established was chosen.

Event description:
It was reported that a patient is experiencing a need to urinate every 5 to 10 minutes. They tried increasing stimulation and switching programs but felt a painful sensation radiating down the leg and foot. The patient also reported having 2 urinary tract infection (uti) occurrences, hematuria, and a diagnosis of interstitial cystitis. The uti was treated with antibiotics and fluconazole. The hematuria was treated with diflucan and cipro. The patient has expressed interest in reprogramming the device, which was done later by a field representative. The physician reported the diagnosis of interstitial cystitis may be involved in the current symptoms.